Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump keypad cover had no visible damage. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to activate. The ok and contrast buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok keypad button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).